Event description:
Caller reported malfunction on pump, with malf 12 code displayed. There was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted caller with resetting pump. Customer was instructed to continue using pump and to call back if malfunction code recurs, which caller acknowledged and understood.